Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend and family member regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated that the patient was in the ICU since (B)(6) 2018 because patient was bleeding. An emergency colonoscopy was performed and a tumor - unrelated to the ins was found. The hospital has been straight cathing patient since (B)(6) 2018 because therapy was not working since (B)(6) 2018 they wanted to make sure patient¿s therapy was on. Caller reported not being with the patient or the patient programmer. Instructions on how to connect to the ins and contact information for hcp to page local rep to check the ins was provided. A recent medical test or emi environmental exposure was reported. No further symptoms or complications reported/anticipated.